Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had kink. The patient underwent a scs lead replacement procedure and the explanted device was disposed by the facility. No further information has been obtained.